Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 16:20. During drain cycle four the home patient (hp) drained 2588ml with an ultrafiltration of 988ml and a largest prescribed fill volume of 1600ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.